Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 3-apr-2018 with the following findings: a battery cap was not returned with the pump for investigation; a test cap was tried on the pump but was unable to attach properly. On examination, the battery compartment was confirmed to be cracked as alleged in the initial complaint. Further investigation of the ¿intermittent power¿ complaint was not possible due to the pump¿s inability to power on at all due to the battery cap not being able to secure to maintain electrical connection. Investigation confirmed a loss of power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.